Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on patient allegations which are currently unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00055).

Event description:
Patient reported to have undergone hip arthroplasty and that a subsequent revision procedure took place due to pain and elevated metal ion levels. A review of invoice history confirmed that the original procedure was performed on (B)(6), 2006 and that the revision procedure occurred on (B)(6), 2011. The acetabular cup and femoral head were removed and replaced during the revision procedure. This report is based on patient allegations which are currently unverified.